Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, pocket redness was exhibited; however, no infection reported. The physician elected to surgically intervene and reposition the device from a subcutaneous, to a intramuscular position. To date, the device remains implanted and in service.